Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 250 mg/dl). Customer stated elevated bg levels are due to drinking a "contrast" prior to a CT scan. Customer stated that after the CT scan their "system was flushed of the contrast", and bg levels were back in range.